Event description:
The reporter alleged that during a surgical procedure on (B)(6) 2026, a insulating sleeve accessory device had torn and a part of the sleeve fell into the patient. This was retrieved from the abdomen with a grasper. The reporter confirmed there was no harm to the patient. Once the sleeve was replaced the surgery was able to continue with no significant delay. At the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Manufacturer narrative:
Cmr surgical is submitting this report to comply with FDA regulation 803. The device was discarded by the hospital. Cmr surgical will submit a supplemental report if additional relevant information becomes available.